Event description:
Mother and pt reported shortness of breath, looking ashy white, "funny heart beat", and pt being able to see mother, but not hear her immediately after flushing central line with heparin 100 units/ml 3ml. Both also stated syringe which mother removed from single sealed packaging from manufacturer had a "fishy small". The 911 called and pt went to ER. It was reported that benadryl was used to treat a rash that developed post above event. Pt released from ER and IV antibiotics and heparin flush held until pt was seen by pulmonologist next day (2009). Md admitted pt to complete antibiotic therapy in the hospital. Dose or amount: heparin 100 units/ml 3ml; frequency: after medication; route: intravenous flush. Dates of use: 2009. Diagnosis or reason for use: to keep central line patent. Event abated after use stopped or dose reduced? Yes.